Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on act button. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was 186 mg/dl at the time of incident. The insulin pump will be returned for analysis.